Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
(B)(6). Septic arthritis [arthritis bacterial]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a rheumatologist regarding a male pt (age not provided), initials unk. The pt's medical history was significant for gonarthritis (treated with visco-supplements in the past), high blood pressure and hyperuricemia. On an unspecified date in 2006, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, once per week in an unspecified location. The lot number for synvisc was not provided. On an unspecified date, after treatment with second synvisc injection, the pt developed fever and knee effusion. On an unspecified date, the pt underwent arthrocentesis and 40 ml of purulent synovial fluid was withdrawn. The pt was hospitalized due to suspicion of septic arthritis. The pt's blood culture test was performed which was positive for (B)(6). The action taken with synvisc treatment was not provided. It was reported that the events of septic arthritis and septicaemia recovered after more than one month hospitalisation. The outcome for the event of knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting rheumatologist did not provide the relationship between synvisc and all the events.